Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. While in the med-surgical intensive care unit, the patient was receiving a primary infusion of normal saline (at 10ml/hour; with a volume to be infused [vtbi] of 250ml) and a secondary infusion of methylene blue in normal saline (at 210ml/hour; with a vtbi of 58ml). The secondary infusion was programmed and hung according to manufacturer's specifications (secondary infusion hung adequately above the primary bag). At 11:54 (fifteen minutes after initiation), the secondary bag was found to be under infusing as the pump was pulling from the primary. The pump alarmed concurrent flow, so staff applied the baxter recommended clamp to the primary line. The expected volume to be infused was 58ml but it was unclear if even 10.1 ml was infused. The patient¿s blood pressure was ¿actively low¿ and required immediate titrations. The nurse switched the medications to gravity while the nurse set up a new pump and tubing sets. Nurse stated, ¿time was inadequate to further troubleshoot erroring pump.¿ during this time the patient¿s mean arterial pressure (map) dropped to 54. ¿vasoactive/life supporting medications¿ were delayed five to ten minutes. The patient¿s map returned to ¿>65¿ after up titration of unspecified vasopressors. The patient¿s blood pressure stabilized; then reportedly ¿deteriorated again.¿ a second dose (not further specified) was given at 15:22. Twenty-four hours later, the patient passed away. The cause of death was not reported; nor was it reported if an autopsy had been performed. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: b7, h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Additional information reported that the med-surgical intensive care unit staff ¿may have accidently sent the wrong pump to biomed so they are not able to pull the correct event history.¿ should additional relevant information become available, a supplemental report will be submitted.